Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The physician tested the device outside the patient if it was working correctly; however, the bands could not be deployed. He tried rotating the knobs multiple times but still no bands were deployed. It was noticed that "the string was moving" but bands stayed in the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.